Event description:
John reported an issue with his pump, where the insulin gauge showed a discrepancy in the expected amount after delivering 5 units, indicating plus 60 units instead of the expected 100 units. There was no adverse impact to john¿s blood glucose level. Technical support explained that any plus value is accurate, reflecting the detected insulin amount, which john understood. He declined an offered test to update the insulin estimate and was advised to call back if the issue persisted.